Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported mitral regurgitation (mr) appears to be due to patient condition. The reported patient effect of mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported mr appears to be due to patient condition (heart failure decompensation). The reported required hospitalization, medication, and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report recurrent mitral regurgitation, hospitalization, additional procedure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4+. On (B)(6) 2020 the patient had 2 clips implanted and mr reduced to 2.5+. There was a residual jet between the 2 clips but it was decided not to implant a third clip as the risk outweighed the benefit. On (B)(6) 2021 the patient returned to a different hospital with recurrent mr due to heart failure decompensation. Mr grade was 4+. Both clips were stable on the leaflets and there was no chordal rupture or tissue damage. The patient was in the intensive care unit receiving vasoactive drugs to maintain hemodynamic stability while they awaited further treatment. Another clip was implanted on (B)(6) 2021, reducing mr to 3+. No additional information was provided.